Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on seam near hang port. The leak was discovered during incoming quality inspection at the end user site. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. During sample evaluation, the originally reported lot number was found to be incorrect. A batch review for the corrected lot number was performed and found the lot met acceptance criteria for release. The visual inspection and functional test identified the reported condition as a leak spraying liquid from the edge of the bag, near the left corner. A leak of this magnitude would have been obvious if present during filling. Magnified inspection of the leak location identified a round puncture with rough edges. The manual add port had been used as evidenced by cannula insertion point, and the manual add port cap had been removed. The bag contained a large amount of ingredient residue indicating it had been filled. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings and the customer report that the leak was discovered during end user incoming quality inspection, the condition was determined to have occurred after filling and release to the end user site and during transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.